Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent dislodged from the delivery device. The physician deployed a taxus express2 drug eluting stent (size unk) in the circumflex, extending slightly into the left main. He then inserted a taxus express2 2.75 x 12 mm drug eluting stent through struts of the first taxus stent into a diagonal side branch proximal lesion, attempting a kissing stent technique. The second taxus stent was not deployed, but when he pulled the stent delivery system back into the guide, and removed the unit, the stent was gone. They could not find it using fluoroscopy and it is believed that it remains in the pt. The procedure was terminated at that time. According to the physician, "it is not a stent issue." No pt injuries or complications were reported.